Event description:
Event description on 12/20/99 cpi received information that this transvenous defibrillation lead (implanted on 12/02/99) experienced inappropriate shocks due to oversensing. Lead measurements were good and patient had not had any episodes since 12/09/99. The physician elected to monitor the patient. On 01/06/00 the patient experienced sycopal events and inappropriate therapy. The noise on the right ventrical caused delivery of inappropriate therapy. The lead was removed on 01/11/00. The lead and the integrity of the header and set screw were verified at that time and no abnormalities were noticed. A new lead was implanted and is functioning appropriately.